Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Due diligence was completed for this event. The customer email ID provided is invalid; customer contact could not be located at the phone number provided. The device history record review confirmed that device conformed to specifications at the time of shipping. Likely cause of the broken grey connector came apart due to accumulated stress which applied toward loosening direction. The cause of the loosened connector can possibly be age deterioration or the user applied stress to the connector toward loosening direction, and the stress was accumulated. The cause may also be that the connector could have been hit by something hard. User can detect the event by inspecting equipment in accordance with the following instructions for use statements: chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.

Event description:
As reported for this event by the customer, the grey connector of the device tub is broken. There is no harm reported to any patient.

Manufacturer narrative:
Field service engineer (fse) went on site to evaluate the device. Upon inspection, fse noted that the water level sensor was the actual issue. The sensor was damaged and was not secured to the tub. Fse replaced the water level sensor. Equipment was serviced and verified according to original equipment manufacturer instructions by the fse. Equipment passed the electrical safety test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.